Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with erosion and loose epithelium on right eye (od) at a one day post op exam. A brief description from the surgery center indicated the patient was seen due to pain on the od. It was noted there was erosion and loose epithelium on inferior margin of right flap. The patient complained of pain in od that had worsen since the morning. The patient indicated having problems opening od. A bandage contact lens was place, artificial tears and topical steroid were increased to treat symptoms. At this time, the symptoms are being managed and patient will return if condition worsens. Best corrected visual (bcva) from (B)(6) 2017. Right eye pre-op 20/20 -7.25 x -.25 x 17. Left eye pre-op 20/20 -6.50 x -1.50x 4.